Manufacturer narrative:
One cadd administration set was returned for analysis. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No obstruction nor abnormality were detected during visual inspection. Functional test on the sample received was performed using a pump cadd prizm to look for unusual functions; the sample was connected, and it was primed without difficult and the pump was set running and the alarm was not activated. During the manufacturing process, production personnel do a visual inspection before a process (assemble, bond, etc.) To ensure that the material is in perfect shape; also, right after a work station, personnel redo an inspection in order to find any discrepancies. Production personnel perform a 100% visual inspection in order to verify that there are not occlusions. Root cause cannot be determined since the complaint was not confirmed due to the fact the functional test was successfully passed.

Event description:
Information was received indicating that "upstream occlusion" alarm was noted despite no upstream kinks or air bubbles present on the smiths medical cadd administration set. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.